Manufacturer narrative:
(B)(4). The customer reported trouble with lead v6 on a 12 lead ECG. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported trouble with lead v6 on a 12 lead ECG. There was no reported adverse pt impact.